Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post -operatively therapy restored.